Event description:
After using the product, the end user saw the guide wire was stretched. Add'l info rec'd (B)(4) 2012 - after easy, successful line insertion using u/s guidance and wire removed. X-ray taken, 2nd retained guidewire viewed on radiology film. Add'l info rec'd (B)(4) 2012 - on the sales rep initial conversation with the customer on (B)(6) 2012, the risk management team stated "one of your guide wires was stretched and came apart in the pt. Based on an x-ray showing a full length guide wire was still in the pt." On the sales rep's visit to the hospital (B)(4) 2012, the rep learned the wire seen on x-ray was a fully intact wire and the wire that was removed while doing the procedure was also a fully intact wire that had been stretched a bit more than normal but not defective. The retained device was removed from the pt in cath lab via snare.

Manufacturer narrative:
No product was returned to assist in this investigation. Per specification, this device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport. In addition, each wire guide comes with an attached caution label which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Based on the conflicting statements in the event description as to whether either or neither of the wires was elongated or intact no conclusion can be drawn w/o the complaint device. The photos provided show only a portion of the wire and that portion is intact but is slightly elongated. The root cause for this investigation, unless add'l evidence such as the complaint device is returned, will be listed as customer dissatisfaction and root cause inconclusive. We will continue to monitor for similar complaints. Per quality engineering risk analysis, there is insufficient risk to warrant risk reduction activities.